Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient passed out without having any symptoms prior to becoming unconscious. The patient's wife called 911 and when the emergency medical technicians (emt) arrived, they checked the patient's bg and it was 29 mg/dl while the cgm was displaying 120 mg/dl. The patient could not recall what treatment was provided to them by the emts. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.